Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The peritonitis was manifested by abdominal pain and cloudy bag. The cause of the peritonitis was unknown. The treatment for peritonitis was with vancomycin intraperitoneally (ip) (2 gram, one time dose) and gentamycin ip (40mg, daily, for three days). Six days after the onset of peritonitis, the patient was again treated with vancomycin ip (2 gram, one time dose) for peritonitis. On an unreported date, the following month, the patient was recovered from the peritonitis event. The pd therapy was ongoing. Additional information was requested but was not available at this time. This is report 1 of 2 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). A review of all batch record documents was performed for potentially associated lot numbers h14c07128, h14d04081 and h14d20012 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted. This is same patient as cmplnt-(B)(4).